Event description:
The customer reported multiple error messages including a control panel error at boot up. This error causes the system to immediately shut down, preventing it from completing boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.